Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had a lot of pain in the area of the implant and the pain is getting worse. Patient stated they can charge the implant within 1-2 hours and sometimes the implant battery is completely depleted and sometimes it takes a day or two to deplete. Patient stated sometimes they are able to charge with excellent quality and then the controller will shut off and not charge. Patient stated his wife touch the area of the implant and the area is hot. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna. Patient service confirmed patient did not have a fall or trauma. Controller shows 100%, implant low. Agent reviewed ps role. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The healthcare provider (hcp) noted the cause was not determined as they do not test/interrogate/troubleshoot as they are the surgeon's office. Hcp noted surgery is planned for (B)(6) 2026, but did specify if just explant or replacement. The hcp noted they will make a notation to return the device to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins and lead were explanted on (B)(6) 2026 and discarded. Discomfort/soreness/pinching and patient felt "itching" was reported. The issue was attributed to the ins. The issue was resolved with device removal. No cause was noted but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the implantable neurostimulator (ins) will be removed and the issue has not been resolved.